Event description:
It was reported that the patient had a sternal wound infection beginning on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.